Event description:
It was reported that during a laparoscopic hysterectomy procedure, at the end of the procedure the surgeon opened the cervix with a lis and then placed the device on the it. After the third (normal) bite the I-blade broke. We opened a new one and finished the procedure. When closing the patient, I noticed that a piece of the I-blade was missing (I was there during the procedure). They already closed the patient also they did an x-ray. It seemed that the piece was still in the patient so they decided to look inside the patient. There the surgeon found the broken piece. We took it out and closed the patient again.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: was the port site un-stitched and the piece retrieved through an existing port site? No. They already closed the port site with a suture. Was a port-site incision extended ¿ the surgeon made the port site larger ¿ to retrieve the piece? They didn¿t made it larger, they could use the existing port site. Did the surgeon convert to an open procedure to retrieve the piece? No. Was the patient¿s care altered due to the retrieval of the piece? No.